Manufacturer narrative:
(B)(4) date sent: 1/20/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged, the damaged looks like if it was made with a knife due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2021.

Event description:
It was reported that prior to an unknown procedure, upon receiving the replacement material, the customer identified that the packaging of the material was damaged. The material inside the plastic was damaged. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v9547n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that from a packaging tyvek. A large cut could be observed at the top of the tyvek. In addition, the lot can be seen as v9547n. Image 2: the image provided by the customer is that of what appears to be a bubble wrap bag. No damage could be observed. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.